Manufacturer narrative:
Hamilton medical ag reference: (B)(4). Hamilton medical ag conclusion: it was reported that the interaction panel (ip) monitor of the device remained black while an alarm was sounding during preventive maintenance. The event must have occurred before 02 december 2025, as the service technician was already on site on that date but could not complete the repair because the required spare part was not available. The technician returned on 09 december 2025, replaced the ventilation unit (vu) esm board and confirmed that the device passed all service software checks. Log file analysis showed no relevant entries on the reported event date; however, on 09 december 2025 the device registered intermittent communication issue consistent with the identified defective board. No patient was involved, no harm occurred, and no medical intervention was required. There is no indication that the event resulted in, or could have resulted in, any deterioration in health. No further information received. Case is considered closed.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): the interaction panel (ip) of the hamilton-c6 ventilator monitor stays black while an alarm is active. No patient involvement was reported. The investigation to verify the allegation is still in progress.